Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed 2 openings assessed as surgical damage and observed delamination of diaphragm valve assessed as adhesive failure. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, b.6, d.4, d.9, h.3, h.4, h.6.

Event description:
Healthcare professional reported deflation and" small hole near to valve, unsure if larger hole was caused during surgery". This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported deflation. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.